Manufacturer narrative:
The faradrive steerable sheath clear was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the device underwent visual inspection, and no abnormalities were found. During preparation for leak testing, an attempt to purge the sheath of air/bubbles was unsuccessful. The device was observed to have a leak from the handle of the sheath. No testing could be performed. The device was examined on the microscope and it was found that the flush lumen was torn where the adhesive filet bonds the lumen to the valve hub of the sheath, creating a leak path. The "cause traced to device design" conclusion code was selected for the "visible air/bubbles" allegation.

Event description:
It was reported that during preparation for a paroxysmal atrial fibrillation procedure a faradrive steerable sheath clear was selected for use. During sheath preparation, air bubbles were observed being drawn into the syringe while aspirating. Troubleshooting was performed, but the air bubbles were still visible. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a paroxysmal atrial fibrillation procedure a faradrive steerable sheath clear was selected for use. During sheath preparation, air bubbles were observed being drawn into the syringe while aspirating. Troubleshooting was performed, but the air bubbles were still visible. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.